Manufacturer narrative:
(B)(4). The analysis results of the device found that it was returned already deployed with the suture cut; the bag was not received for evaluation. The rest of the components of the device were found to be in good condition. Due to the bag was not returned no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the pouch would not deploy. When it finally deployed, the bag was not attach and broke into pieces. No pieces fell into the patient. A new one was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.